Event description:
A (B)(6) result was obtained by the customer. The patient sample was repeated on another system and the (B)(6) result was (B)(6). The (B)(6) result was reported. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur (B)(6) assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a system preventative maintenance and aligned the reagent probes, replaced the wash guides, pinch tubing and cleaning valves. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.